Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The issue at hand occurred when dr. (B)(6) attempted to register the patient's acetabulum. After registering, dr. (B)(6), (B)(6), and I agreed that the registration was not acceptable, so we began to troubleshoot to try and obtain an acceptable registration. After multiple attempts of registration and repositioning of patient landmarks, it was determined that dr. (B)(6) could not move ahead with the registration we achieved. At this time, dr. (B)(6) proceeded with the case utilizing stryker navigation in lieu of mako

Manufacturer narrative:
Reported event: an event regarding a failed acetabular registration involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 417 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999), the complaint databases were reviewed from 2011 to present for similar reported events regarding failed acetabular registration. There were only 8 other reported events ((B)(4)). Conclusion: the session data from the case was reviewed. An analysis of the acetabular registration was completed. Based on this analysis, the first registration attempt revealed an rms value of 4.59mm after the initial registration and an rms value of 0.47 after the fine registration. The last attempt revealed an rms value of 3.61mm after the initial registration and an rms value of 0.47 after the fine registration. It was also observed that there was unbalanced point cloud during fine registration and a high error value for picking the superior acetabular landmark. No system defect or malfunction is suspected as the mako operated as intended.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The issue at hand occurred when dr. (B)(6) attempted to register the patient's acetabulum. After registering, dr. (B)(6), and I agreed that the registration was not acceptable, so we began to troubleshoot to try and obtain an acceptable registration. After multiple attempts of registration and repositioning of patient landmarks, it was determined that dr. (B)(6) could not move ahead with the registration we achieved. At this time, dr. (B)(6) proceeded with the case utilizing stryker navigation in lieu of mako.